Manufacturer narrative:
The subject device was not returned to olympus for evaluation; therefore, the customer's allegation could not be confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified, and a cause cannot be established due to no findings available. Potential factors that may have contributed to the reported event are faulty a image sensor (ccd), damaged cable, damaged connector, or the video processor and light source used with the subject device. To mitigate risk/harm to the patient, the instructions for use (IFU) provides the following: "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had no image. The issue occurred prior to a diagnostic hysteroscopy procedure. The intended procedure was cancelled. No reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: the device has no image due to moisture discovered inside the charge coupled device lens. The most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image. The issue occurred prior to a diagnostic hysteroscopy procedure. The intended procedure was cancelled. No reports of patient harm.